Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: mcs-p3-26-aoa, transcatheter valve, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that about five to six days post implant the patient was found to have cardiac perforation due to the right ventricular (rv) lead. The patient felt diaphragm/muscle stimulation that was painful/uncomfortable when ventricularly pacing. The thresholds on the rv lead were noted to be high during this time. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.